Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. A user download successfully restored the device and the device was reprogrammed. The patient would be monitored.